Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during the implantation of the lead after the second active lead fixation, the electrical lead measurements showed acceptable values. The patient was in local anaesthesia and suddenly their blood pressure dropped rapidly. The implanting physician quickly finished the implantation by connecting the lead to the device and doing the suture, while anaesthetists tried to rectify the patient condition. In a short time the patient passed out. The condition worsened, and cardiac massage was performed (for at least 40 minutes) attempts to reanimate were stopped, patient was pronounced dead and the device was turned off. The relatedness of the death to the device system was reported as "there is no allegation of the physician against the device / leads in relation to the patient death." Physician supposed a cardiac infarction. A small cardiac tamponade, viewable by echocardiography, was not classified relevant. The cause of death has been requested and not received.